Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during an unknown procedure, the pad of the device partially detached from the inert branch. The intervent has been concluded with bipolar and shears. There were no adverse consequences for the patient reported.